Event description:
The pt was implanted with a left ventricular assist device (lvad). The vad program administrator reported that after 11 months of support, the hospital made a decision to exchange the pt's lvad with another lvad. Upon inspection of the explanted device, the clinical staff did not observe any visible thrombus; however, the surgeons and cardiologists reportedly believe that the pump was malfunctioning. No other information was provided to the manufacturer.

Manufacturer narrative:
The pump was successfully exchanged and the pt continues on lvad support with no further issue reported. The explanted device was returned to the manufacturer for evaluation and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the device analysis is completed.